Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them to stop wearing aligners as they have caused receding gums. They now have to get an implant for their tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.